Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2012. The patient reported had another iridotomy due to increase of pressure. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Additional information received - the facility reported the patient's eye pressure was 26 on (B)(6) 2013. Another iridotomy was done on (B)(6) 2013. There were no other health effects as a result of the event. The patient's post-op visual acuity was 20/20.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens implanted..

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly lpi (laser peripheral iridotomy) was performed to address elevated iop (26mmhg) that was detected at the clinical exam almost six months after icl implantation. No report that icl was dislocated or misplaced. According to the dcr, dated on (B)(6) 2014, this event was not related to the device. Icl remains implanted and va was 20/20. This dcr report correlates with the literature report that over the medium to long term, gonioscopic changes were observed in a minority of patients, but to date there was no evidence that these findings were associated with elevated iop in patients with visian icls. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Additional information received from patient - the patient reported a cataract had developed in the left eye and the lens will be explanted. The facility reported the lens was explanted on (B)(6) 2016, cataract surgery was performed and an iol was implanted. The patient is doing very well. (B)(4).